Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is an intermittent power issue. It was also reported that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box showed no evidence of an intermittent power event. There was one unexplained pump reboot event following the clearing of a post delivery motor power supply fault alarm on (B)(4) 2016. There was evidence of moisture behind the display lens. The pump powered on to a multicolored display screen. Moisture contamination was found on the internal components of the pump.